Event description:
A false positive advia centaur xp hcv and hbsag result was obtained on a patient sample and the results were reported to the physician. The patient had a redraw several days later and was tested for hcv. The result was non-reactive. The physician questioned the original results. The operator retested the initial sample and both the results for hcv and hbsag were non-reactive. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant hcv and hbsag result.

Manufacturer narrative:
Additional catalog #: 03393362. Additional lot#: 140. Additional expiration date: 10/14/2009. A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant hcv and hbsag results is unknown. The instrument is performing within specifications. No further evaluation of the device is required. (B)(4).